Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a stretched out inner coil and the outer coil was fractured approximately 140 millimeters (mm) from the terminal end. The insulation was also torn at this location. This type of damage was likely induced during the surgical procedure. Continuity testing found the lead was not electrically continuous, which is consistent with an outer coil fracture. Laboratory analysis was unable to confirm the reported terminal end damage as visual inspection showed no abnormalities at the terminal end of the lead.

Event description:
It was reported that this lead was not able to be successfully implanted due to terminal end damage. This lead was successfully replaced. No adverse patient effects were reported.